Event description:
Complainant alleged that the device shut down while transporting a patient (age unk) from the emergency room to a floor. The staff obtained another monitor, and there was no adverse effect on the patient.